Event description:
The customer reported that the system intermittently will not boot up. No pt injury was reported.

Manufacturer narrative:
The svc rep examined the debug log and found the system has halted the boot up process several times at the workstation. He checked the workstation 5v supply and found this in specification. The rep erased the umc and srv flash and reloaded software, rebuilt the nodes, then restored all cal files, as specified in the svc manual. He checked overall operations and verified the system performs as intended.